Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed increased sensing integrity counter (sic) and oversensing noise. The lead was extracted and replaced. No patient complications have been reported as a result of this event.